Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal ') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced anxiety ("anxiety") and underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (uterus tube and cervix.). Essure was removed. At the time of the report, the anxiety outcome was unknown. The reporter considered anxiety and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: anxiety and medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: event added. And non serious incident to serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.